Event description:
The patient underwent surgery to remove an olfactory groove meningioma. The omniguide beam patch wave guide was used to dissect the skull base tumor during the open craniotomy procedure. One day post operatively, pneumocephalus was identified anterior to the frontal lobe during CT scan. The patient was treated with 100% oxygen to remove the excess air. On day 2, the patient's CT scan indicated incremental growth in the air pocket described above. A csf leak was detected at this time, upon physical examination of the patient. On day 3, imaging revealed additional growth in the air pocket and the patient underwent 2nd look surgery to repair the dural defect and csf leak. This surgery did not repair the defect, a 3rd re-operation was performed to repair site of leak, thus resolving patient's symptoms. There was no indication that the fiber malfunctioned.